Event description:
It was reported that the patient experienced medical issues. During a percutaneous transluminal coronary angioplasty procedure, the physician attempted to position a 3.50 x 48 mm synergy. Due to the amount of calcium and angulation, the device could not cross the lesion. The patient was non-cooperative, restless and the hemodynamics were not stable making it difficult to position the stent. The procedure was cancelled and the patient was under local anesthesia.